Event description:
Reportedly, after several attempts to introduce the patient to the platform, the following error occurred (attached). It only worked after a few hours.

Manufacturer narrative:
Analysis synthesis: the review of the smartview remote website event log indicated that the birth date format used during patient enrollment was incorrect, causing the site to crash and display an error 700 message. The date was entered using dashes (¿-¿, as in dd-mm-yyyy) instead of the required format with slashes (dd/mm/yyyy). It is important to note that no error message appears when this incorrect format is used to enter dates on the patient form. This case will be retained and monitored for trending purposes.